Event description:
It was reported that the system could not produce fluoroscopic images. This can cause the system to become unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The reported issue is currently under investigation.